Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging unknown issue (the user has bad eyesight and is confused about what was displayed on the meter's screen). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.